Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The pod was found to have completed sterility within specification. The pod was received with the cannula assembly fully deployed and no issues were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16; using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Advised: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 20 mmol/l (360 mg/dl) after wearing the pod for a day and a half on her leg she noticed an abscess at the site. She went to the hospital where they prescribed ibuprofen drops with the combination of pantoprazole for her site infection.